Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a percutaneous transluminal angiography procedure, advancement difficulties were encountered. The target lesion was located in the iliac artery. The starter guide wire was advanced into the patient via the femoral artery. An imager ii angiographic catheter was then flushed and loaded onto the wire. About half way along the imager's length, while still external to the patient, the catheter was unable to be advanced on the starter guide wire. Both of the devices were exchanged for another of the same device to complete the procedure. There were no patient complications reported. However, device analysis revealed the guide wire had scrape damage.

Manufacturer narrative:
Roche diagnostics (B) (4) contacted the hospital where the event reportedly occurred. The hospital's management has not confirmed the incident and has declined further comment.

Event description:
Reporter stated that a peritoneal dialysis patient presented to the emergency department, on (B) (6) 2010, with general discomfort, vomiting, and feeling unwell. Patient was subsequently admitted and diagnosed with diabetic ketoacidosis. Patient reportedly responded well to treatment (details of which were not provided) and was recovering satisfactorily. Reporter stated that, on (B) (6) 2010, around midnight, patient presented with hyperhydrosis, decreased consciousness, became hypertensive, and suffered a sudden respiratory stroke or stop. Patient was reportedly intubated and transferred to the facility's intensive care unit (ICU). Upon admission to the ICU, patient's blood glucose reportedly measured 799 mg/dl. Additionally, reporter noted that, on an unspecified date and time, patient's capillary blood glucose measured 120 mg/dl; a laboratory test listed patient's blood glucose at 50 mg/dl. No information about the medical devices, producing the values of 799 mg/dl, 120 mg/dl, and 50 mg/dl, was provided; however, reporter did state that routine blood glucose monitoring, during ICU stay, was performed on an unspecified accu-chek device. Patient was reportedly sedated with propofol and was given an intravenous infusion of 20% dextrose. At 9:00 am, on (B) (6) 2010, patient was reported to be recovering, awake, and understanding orders at which time sedation was discontinued. Two hours later, patient reportedly experienced a tonic-clonic seizure with a concurrent capillary blood glucose result of 56 mg/dl. Patient was subsequently treated with intravenous glucose and diazepam. Reporter stated that patient underwent an electroencephalogram that revealed neuronal suffering and a cranial scan that was negative with no hemorrhaging. Patient was diagnosed with hypoglycemic coma; onset date (B) (6) 2010 or (B) (6) 2010. On (B) (6) 2010, patient's capillary blood glucose reportedly measured 120 mg/dl. A cranial MRI, performed the same day, reportedly found permanent neuronal damage. Patient's peritoneal dialysis therapy (using extraneal, a labeled interferent for most accu-chek test strips) was subsequently suspended and she was switched to hemofiltration. Following a discussion with patient's family, regarding her poor prognosis, patient's doctors and family decided to proceed with conservative treatment. Reporter indicated that, at an unspecified time on (B) (6) 2010, physicians noticed the discrepancies between patient's capillary blood glucose values and those obtained in the hospital's central laboratory. Additionally, reporter noted that the treating physicians were unaware of the possible interaction between extraneal and glucose test strips using (B) (4) chemistry. No additional information about subsequent treatment received was reported. Reporter noted that patient died on (B) (6) 2010, with cause of death listed as hypoglycemic coma. The reporter noted that the hypoglycemia occurred secondary to insulin administration, based on unspecified elevated blood glucose results; however, no information regarding amount, frequency, and type of insulin administered was reported. No product was returned to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in (B) (6). The event was reported to roche diagnostics, by drug manufacturer, (B) (4). Fields marked as ni were completed as such because neither the contact information for the original adverse event reporter (a physician, in (B) (6)), nor the name of the hospital where the event occurred, were disclosed. As a result, follow-up, to obtain missing information, was not possible. Device not returned to manufacturer